Event description:
Procedure type: hernia. According to the reporter: protack did not fire properly then continued to work fine. No tissue damage or pt injury reported.

Manufacturer narrative:
(B)(4). Date initial report sent: (B)(6) 2010. This reported lot number is subject to the recall initiated 02/08/2010.